Event description:
It was reported that the doctor went to back a screw from the plate and the eyelid came off.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the stryker rep confirmed that no drill guides were used to prepare the screw holes and no revision driver was used to remove the screw for repositioning. Conclusion: the cause is not using the recommended drill guides and revision drivers as per the stg.

Event description:
It was reported that the doctor went to back a screw from the plate and the eyelid came off.